Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was achieved using a perclose proglide device. Reportedly, as the knot was advanced to the arteriotomy on the blue rail suture using the snared knot pusher, the rail suture appeared to have been sheared. Knot advancement was completed to the superior surface of the arterial wall achieving hemostasis. There was no reported adverse patient effect and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.